Manufacturer narrative:
Follow-up #1: date of submission: 04/13/2016 device evaluation: the pump has been returned and evaluated by product analysis on 04/01/2016 with the following findings: a review of the black box data showed that the last basal delivery was on (B)(6) 2015 at 11:13 pm. The total daily doses added up to correctly reflect the user¿s programmed basal rates. During testing, the pump successfully passed the ez prime steps. The pump was exercised for 24 hours with no issues. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an inaccurate delivery issue. It was reported that the basal history did not match the active basal program. The reporter alleged that the patient experienced elevated blood glucose (bg) over 250mg/dl but less than 500mg/dl with no reported signs or symptoms of hyperglycemia. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting.